Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Updated b5: it was reported that the pump shut off unexpectedly. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level greater than 500 mg/dl. Additional information was not provided. Multiple follow attempts were made by tandem technical support to obtain additional information; however, customer did not respond.